Manufacturer narrative:
The event occurred "sometime in november or december" (no further detail). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set, appeared to open and close externally, however, the nurse found out that it was not closing internally. This occurred while in use on a patient for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed which included leak testing, clear passage testing, and clamp function testing, and there were no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.